Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable results from a coaguchek inrange meter. The serial number was requested but was not provided. All testing was performed within one hour. Only two fingers were used for the tests. The results from the meter were 8.0 inr, 4.2 inr, 3.3 inr, 4.3 inr, and 3.1 inr. There was no allegation of an adverse event. The meter and test strips were requested to be returned for investigation. The customer no longer had the test strips in question.

Manufacturer narrative:
The customer did not return any materials for investigation. Without these materials to investigate, a specific root cause could not be determined.